Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring continuity of insulin therapy through mdi backup, and arranged for a replacement pump to be sent with updated software. Training was made available via the tandem source account, and the caller was instructed to return the problematic pump to tandem.